Manufacturer narrative:
For this complaint file, the final customer lot was identified and a device history record (DHR) review was conducted. The product was released based on the product¿s acceptance criteria. A lot complaint history examination indicates there were no other complaints for this reported issue. Thirteen samples were tested and found nonconforming for cut testing. Disassembly of the probes identified the following conditions: excessive over-travel of the cutting edge, damaged cutting edge (expected with excessive over-travel), and poor radial alignment of the cutter bend to needle port. The remaining (B)(4) probes present on the pallet were tested and were deemed conforming, except for two marginal cut test failures. The investigation findings did not reveal a clear root cause, but did identify several conditions that would have resulted in the isolated poor cut performance within the returned pallet. As these probes were manufactured using the loctite (B)(4) adhesive, any exposure to excessive heat or unusual environmental conditions could have caused the cutter to shift. This adhesive ¿drift¿ has been determined to cause excessive over-travel of the inner cutter. The bonds that control radial alignment were also bonded using the loctite (B)(4) adhesive. Adhesive has now been changed to the dymax (B)(4) adhesive. (B)(4).

Event description:
Aspiration was present, there was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates no additional complaints were associated with the lots. Because a sample was not returned and the lot information indicates the product was released based on the manufacturers acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that the probe failed to cut during a vitreoretinal procedure. It is unknown whether aspiration was present. Additional information has been requested. The product sample has been requested.